Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from portuguese: "in that last box I bought several needles came with problems. The insulin flow wasn't going through".

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 6 - 7 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology failed to deliver insulin during use. D.1. Medical device brand name: bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology d.2. Medical device catalog#: 320489. D.2. Medical device lot#: 2005371. D.3. Medical device manufacturer: becton dickinson and co. D.4. Medical device expiration date: 31-jan-2027. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson and co. G.5. PMA / 510(k)#: na. H.4. Device manufacture date: 05-jan-2022.

Event description:
It was reported that 6 - 7 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology failed to deliver insulin during use. The following information was provided by the initial reporter, translated from portuguese: "in that last box I bought several needles came with problems. The insulin flow wasn't going through".

Manufacturer narrative:
H6: investigation summary: customer returned four images of the 32gx4mm nano pen needle from lot 2005371. No physical sample was returned; therefore, the investigation was performed based on the photos provided. The consumer reported the insulin flow wasn't going through and the bottom part was missing, so it wasn't piercing the pen, it only had the top part. After reviewing the image in photo #2, the pen needle¿s non-patient side was found to be bent. In photo #3 and #4, due to the position/angle of the photo there¿s no sufficient evidence to confirm the missing cannula (npe). No other images are available, so no broken pen needles were shown. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure of does not attach as intended. Root cause cannot be determined at this time as the issue is unconfirmed and no samples were returned.

Event description:
It was reported that 6 - 7 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology failed to deliver insulin during use. The following information was provided by the initial reporter, translated from portuguese: "in that last box I bought several needles came with problems. The insulin flow wasn't going through."